Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder was selected for use. The device was reported to have deformed into a cobra shape. The patient is reported to be in stable condition. Additional information was requested, but is unavailable.

Manufacturer narrative:
Additional information sections: h2, h6, h10. An event of a occluder deforming during deployment was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, the device did appear to deploy in a cobra conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.